Manufacturer narrative:
The cause for the discordant advia centaur xp psa result is unknown. Quality controls are within range. The instrument is performing within specification. The IFU states in the limitations section: "note: do not interpret levels of psa as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed prostate carcinoma frequently have levels of psa within the range observed in healthy individuals. Elevated levels of psa can be observed in patients with nonmalignant diseases. Measurements of psa should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation".

Event description:
False low advia centaur xp psa test results were obtained by the customer and considered discordant compared with a repeat patient sample test result and alternate test method. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur xp psa result.